Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "unable to pass suction catheter down nasally intubated armoured #6ett. Blockage noted approximately 1 inch into ett." Alleged defect reported as detected during use. Customer reports no injury or consequence to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer returned a photo for evaluation. A visual exam was performed on the photo and it was observed that the inside of the tube was deformed. Fifty samples were taken from current production at the manufacturing facility. An inspection of the production samples was performed and no defects were observed. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "unable to pass suction catheter down nasally intubated armoured #6ett. Blockage noted approximately 1 inch into ett." Alleged defect reported as detected during use. Customer reports no injury or consequence to the patient. Patient condition reported as "fine".